Event description:
Based on the information received, a 25-week gestation age infant weighing 700-800gm was admitted into the giraffe incubator right after birth. The infant was transported from the delivery room to the neonatal room. The transport was within the building and lasted 15 minutes. The incubator was connected to the shuttle along with 2 syringe pumps and a respirator both of which drew power from the shuttle. The shuttle reportedly shut down at some point during the transport, and the hospital alleged that the infant had progressed to a severe hypothermic condition by the end of the transport. Subsequently, it took 2 hours to stabilize the patient after reconnecting power to the incubator while using a survival blanket and a polypropylene bag around the baby.

Manufacturer narrative:
The complaint alleged that the infant arrived with a severe hypothermic condition due to a temperature of 33.5oc post transport. However, as defined by the world health organization (who), a temperature which falls between 32oc-35.9oc, is moderate hypothermia, not severe. The hospital was not able to confirm if they had verified that there was sufficient runtime required to complete the transport prior to use (per the indicators on the user interface), nor could they provide the status of the battery health indicators at the start of the transport. The customer had also not documented pre-transport temperatures for both the infant and the prewarmed incubator. Additionally, the customer could not provide the duration of the battery nor whether any alarms had occurred. Finally, the customer would not share why there were 2 syringe pumps and a respirator powered by the shuttle (i.e. Existing treatments), but they did share that the devices automatically transitioned to another power source after the shuttle batteries were depleted. As the batteries could not be shipped due to local regulations, a ge healthcare field engineer (gefe) arrived at the customer to assess the battery. The gefe confirmed that the alarms were working as intended and the led was red which indicates the shuttle battery was depleted and should be replaced. During a normal load condition (for example prewarming an incubator to 36oc), a fully charged shuttle provides a 45-minute runtime.